Event description:
Caller reported a cartridge alarm 20 issue, with consecutive cartridge alarms confirmed. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support arranged to replace the pump, provided instructions for storing and returning the faulty pump, and informed the caller about receiving a pump with updated software and subsequent training availability. The customer will use mdi as a backup therapy to ensure continuous insulin delivery.